Manufacturer narrative:
H11: the actual device was not available; however, a companion sample was provided for evaluation. Visual inspection of the companion did not identify any abnormalities that could have contributed to the reported condition. The luer connector of the effluent line was not damaged. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the alleged set damage not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "screw thread" of the effluent line of a prismaflex st150 set was broken and leaked during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.